Event description:
It was reported that (1) device was used during an emergency thyroidectomy. It was reported by the affiliate that the mcm30 instrument jaws broke down while applying a clip during the procedure. The vessels were cut and bled. Subsequent firings had scissored clips. The vessel was tied and another mcm30 was used to complete the case.